Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the summary report of the customer's report was provided. Review of the summary report did show the error messages related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect these electrode pads, failed for high impedance and displayed a red x indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these electrode pads, failed for high impedance and displayed a red x indicator. Complainant indicated that there was no patient involvement in the reported malfunction.